Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia episode. The device appropriately delivered a burst of anti-tachycardia pacing (atp); however, this accelerated the rhythm and the patient entered in ventricular fibrillation. The device delivered a second appropriate atp burst and a shock. Additionally, the patient experienced a syncope episode. No changes were performed. This device remains in service. No further adverse patient effects were reported.